Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated she went low last night now she was up to the 434 mg/dl. Customer went through the bolus wizard for correction. The customer did not provide the symptoms regarding high blood glucose. Customer stated they had issue with calibration. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.